Event description:
Patient spontaneously reporting while loading cartridge in ms3 pump after inserting cartridge and pressing confirm, nothing happens, sensor not working, and pushrod not moving. Need to replace sn (B)(4) pump was not in use when fault occurred. No lapse in infusion or side effects due to malfunction. Sending replacement pump and patient will return malfunctioning pump. Patient does have back up pump. Reported to (B)(6) by patient/caregiver.